Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxf067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdxf067) have been reported from the same facility.

Event description:
It was reported "the needle chosen was a new bard, power loc, 20g x 0.75in, 0.3ml priming volume, lot: asdxf067, exp: 2023-04-18. Once the sterile field was prepared and the j-loop to the needle was connected with a carefusion/smartsite needle-free valve (blue/white cap), a sterile 10ml normal saline flush syringe was connected to the cap to prime the line and needle. As the line and needle was being flushed/primed, the saline began to flow from the tip of the needle (per usual), but ns also started to drip from the 90 degree angle of the needle near the orange safety function. Though the line was primed, I continued to attempt to flush the needle to see if it continued to leak from the angle, instead of just the tip, and it did."